Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported transducer (xdcr) fault, apnea interval, high positive end-expiratory pressure (peep), love minute volume (ve) errors occurred on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Results of investigations: the failure analysis laboratory (fa lab) received the suspect component and installed in a known good vela unit. The fa lab powered in service mode and received the event log and confirmed the transducer (xdcr) fault. When the unit was power on, the unit was displaying xdcr fault, apnea interval, high peep, low ve alarms. The fa lab performed xdcr calibrations and the pt801 failed. The issue reported by the customer was duplicated and it was due to a failed xdcr pt801.